Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection the pfna blade is in sound condition; there are no discernible signs of wear or damage. Functional test during the investigation performed at customer quality (cq) the pfna blade was attached to an impactor. Subsequently performed function test showed that the pfna blade could be locked and unlocked as required and the tip of the pfna blade did rotate freely. Function test was performed with one of our impactors (sample) and did not show any abnormalities. Summary the returned pfna blade was examined and the complaint condition is unconfirmed. During the investigation at customer quality the mentioned malfunction could not be reproduced. The review of the device history record revealed that this implant was manufactured in july 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition might be related to the mating impactor but since the impactor was not returned for inspection no further statement can be given. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 04.027.035s, lot: 5l46665, manufacturing site: bettlach, release to warehouse date: july 26, 2019, expiry date: july 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the cephalic screw was the helical blade.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported, on (B)(6) 2019, during an unknown procedure for fracture of the trochanteric, that the screwing of the cephalic screw into the screwdriver was not possible. The equipment was unusable. Another screw was used. This complaint involves one (1) device. This report is for one (1) pfna blade perf l100 tan. This is report 1 of 1 for (B)(4).